Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device has not been returned to omsc but was returned to olympus europa holding gmbh (oekg). The following were confirmed in the evaluation of the oekg. Air leakage from ultrasonic cable. There is sing of wear and damage on the distal end. Adhesive around the bending section rubber peeled off and broke. Based on the above findings, the reported failure mode was likely due to moisture ingress into cdd unit and light guide lenses from the damaged adhesive on the bending section rubber.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the lighting of the subject device suddenly disappeared during an endoscopic ultrasound (eus)-guided transgastic pancreatic drainage procedure using the subject device. At the time, the user facility was making an incision (perforation) from the stomach to the pancreas for the drainage.the procedure was reportedly cancelled due to the loss of the lightening from the subject device. It was also reported that the clinical problem of the patient had not been resolved and the procedure had been remained suspends. In addition, during the hospitalization after the event, the patient presented pancreatitis and was forced to extend the hospitalization few days with the use of analgesics. Other detailed information, such as outcome of the patient, was not provided from the user facility.